Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that the patient experienced vasospasm. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina and the patient was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) artery with 90% stenosis and was 22mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilatation and placement of a 2.50x28mm study stent with 0% residual stenosis. Post deployment of study stent, coronary vasospasm was noted at distal lcx and third obtuse marginal (om3) arteries. Intracoronary nitroglycerine was administered in response to this coronary vasospasm. The patient was then discharged on the same day on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post index procedure, final angiography revealed a residual 40-50% diffuse stenosis.